Manufacturer narrative:
The event date is approximated. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
A perforation occurred following the fourth treatment with the diamondback coronary orbital atherectomy device in the ostial left anterior descending artery, which was 95% stenotic. A covered stent was deployed to treat the perforation, but the stent was not effective, and the patient expired. The opinion of the physician is that the patient's anatomy and the patient's current condition were the main contributing factors to the patient's death. The physician did not believe the device was at fault. The physician believes this incident was an anomaly and also referenced perforation as a known risk of performing interventional coronary procedures.